Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 500 mg/dl while wearing the pod between 24 and 36 hours. It was also discovered that the cannula was bent. Symptoms reported include hyperglycemia and vomiting. The patient also had internal bleeding associated with gastroparesis. The patient was treated with fluids, potassium, insulin drip. The patient was released the following day. The pod was worn when seeking medical attention but was removed at the hospital.